Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was displayed as high with 400 mg/dl. Customer administered a manual injection to address bg level. A cartridge change was performed resolving the occlusion.